Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was sleeping at the apartment when the incident occurred. The patient´s roommate heard the patient choking and called the ambulance. Upon inspection, the roommate stated that the cgm was just blank and no readings or error message displayed. The patient did not had additional symptoms prior or after the intervention. The actual bg value taken by the paramedics was 20 mg/dl. The patient was treated with glucagon by the paramedics and was not taken to the hospital. The patient reported feeling better after the paramedics departed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.